Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers were not returned to fisher & paykel healthcare for investigation. Without the return of the complaint devices we are unable to determine the cause of the problem reported by the customer. All mr290 autofeed humidification chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare representative that two mr290 autofeed humidification chambers were leaking water when used with a nasal CPAP system. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that two mr290 autofeed humidification chambers were leaking water when used with a nasal CPAP system. No patient consequence was reported.